Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the reported issue occurred at the start of a diagnostic procedure. The diagnosis procedure was completed by moving the patient to another room using different system. Review of the log files confirmed frontal ip-pc malfunction. It was reported that the device was unable to perform x-rays. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the socket x10 on ippc was not holding the ethernet cable and the network interface socket would not latch rj-45 cable in ippc. The defective ip pc was returned for failure analysis which confirmed that ¿network cable doesn¿t stay locked in ethernet port¿ and x10 network port/motherboard component was failed. Fse replaced the ippc and its hard drives. After the replacement of ippc and its hard drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.